Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to reported rash. No lot release records were reviewed as the product lot number was not provided. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h / 2016; using the pod 5; page 44. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported a rash at the insertion site. The doctor provided ointment due to severe weeping of skin.